Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working patient activator was no longer working and there were no lights on the activator. It was also noted that there was no battery light to indicate low batteries. Patient support advised the patient to change the batteries and the patient called back to report that with new batteries, the activator still did not work. Therefore, the activator was replaced and return of the chronic activator is pending. No patient complications were reported as a result of this event.